Event description:
Tap - it was reported that 180 days after implantation of a 3.0x28 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a stenotic lesion was located in the mid and proximal left circumflex (lcx) artery. No information was reported on the tortuosity or calcification of the lesion. After the lesion was balloon pre-dilated with a 2.5x21 mm nc stormer balloon, a 3.0x28 mm taxus stent was deployed at 14atms in mid lcx. Subsequently, a 3.0x16 mm taxus stent was deployed at 14 atms. A post-intervention stenosis percentage was not reported. The patient received "heparin/lovenox", "clopidrogrel/ticlopidine", and aspirin. Patient complications were reported as "no complications-during ptci." The patient presented 180 days after the initial procedure with in-stent restenosis in the mid lcx. After lesion was pre-dilated with a 2.5x16 mm nc stormer balloon, a 2.5x16 mm taxus stent was deployed in the lesion. A post-intervention percentage stenosis was not reported. Patient complications were reported as "no complications".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The batch records for top assembly batch 7741867 have been reviewed and no issue or discrepancies were found. Should further relevant information become available, a supplemental medwatch report will be filed.